Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that the keypad button presses did not activate desired pump functions. During investigation, it was also observed that the keypad buttons do not always spring back. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up and down arrow buttons do not respond appropriately. It was reported that pump was not exposed to moisture and the keypad is intact.